Event description:
Legal counsel for patient reports that the patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure occurred on (B)(6) 2014 due to unknown reasons. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product ID - unknown. Device info - unknown. Initial reporter - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-08286.